Event description:
It was reported that the itrak 3000 was off by 3-4 mm during a surgical procedure. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge technical specialist reviewed the situation with the customer over the telephone. The malfunction was verified. The system was reinitialized and the scan was reconfigured. Accuracy was regained.